Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: during testing, the pump powered on properly. A battery cap was not returned with the pump; a test cap was used to complete investigation. The pump was exercised for 24 hours successfully. A 10 unit audio bolus and regular bolus was programmed and successfully completed with an accurate record of the delivery in the pump history. The complaint of a missing bolus record was not duplicated. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported a programmed bolus was missing from the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.